Event description:
It was reported by the sales rep that during a hand procedure, while making the incision the handpiece became hot and caused a mild burn. The incision was extended slightly and there was a need for two additional stitches. The burn was treated by irrigating the site and removing the burnt tissue. There is no expected long term scarring or permanent damage associated with this burn.

Manufacturer narrative:
As of 08/24/2009, the handpiece has not been returned for eval. No conclusion can be drawn.